Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The stimulation ins battery had a reduced capacity due to overdischarge. According to the trace report, the ins went into lock mode on (B)(6) 2014. Therapy was restored on (B)(6) 2014. The ins went into lock mode again on (B)(6) 2014 and was not recharged again until it was received for analysis on (B)(6) 2014. A physician mode recharge was performed and the ins was able to be recovered.

Event description:
It was reported that the patient (who was a soccer coach for their daughter¿s team) was running on to the field and fell directly on their implantable neurostimulator (ins) site, which caused the battery to become damaged and unusable. The area was tender for the patient, but no bruises developed over the ins site. It was noted that the ins was not on at the time of the fall nor did they try to communicate with the device using the programmer or recharger unit until (B)(6) 2014 when the realized there was a problem. The patient was then scheduled for an appointment at the (B)(6) for (B)(6) 2014 where the manufacturer¿s representative attempted to communicate with the ins for troubleshooting using the clinician programmer, the patient programmer, and recharger all of which were unsuccessful in getting any type of reading or signal from the device. A trickle charge was attempted, but there was no response from the ins battery. No telemetry printouts were available since the ins battery was unable to be read. It was reported that the patient had a return of their chronic pain during the event. The patient¿s physician then decided to schedule an ins battery replacement procedure in the near future. The patient was reported as doing okay at the time of report. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient was not able to charge the battery after they had a bad fall. This was not considered normal battery depletion. Later, it was reported the patient was doing great at follow-up and had great coverage and so the adaptive stimulation was set up. It was described as a ¿happy ending.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.